Manufacturer narrative:
Film evaluation results are: the exact cause of the right limb occlusion and thrombus observed within the bifurcate aortic body and left limb extension could not be determined from the films provided. Angio¿s at implant were not available for review; the blood flow dynamics could not be assessed from the CT¿s provided. It is possible that the patient¿s small caliber right external iliac artery, which required placement of a stent, may have contributed to the occlusion. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Films during and post fem-fem bypass were not returned.

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 54 mm diameter abdominal aortic aneurysm. The right common iliac diameter measured 40.2¿25¿21.5 mm over a 65 mm length. There was soft plaque stenosis observed in the right iliac artery. It was reported that approximately five months after the index procedure, the patient presented to the hospital with right leg pain. The patient had a cta scan performed and the cta scan demonstrated an occlusion of the right limb extension. The patient received treatment two days later. The physician performed a left to right femoral-femoral bypass. The event was resolved. Per the physician, the cause of the limb occlusion was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.